Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06264. It was reported that a perforation and pericardial effusion occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27 mm watchman ® laa closure device & delivery system (wds) were used. During the procedure, it was suspected there may have been a perforation; however, they could not confirm it. The procedure was not completed. The patient was administered protamine and was believed to be fine. The plan was to bring the patient back for another procedure on a different day. During the night the patient started to decompensate and a pericardiocentesis was performed. On (B)(6) 2018 the patient returned for another watchman laa closure that was completed successfully. The patient is fine and recovering.